Event description:
The doctor reported that metal particles were observed in the pt's eye during a routine cataract extraction procedure. One particle was removed and returned to the MFR along with the ultrasonic phacoemulsification handpiece and tip. The nurse stated that the single use phaco tip had been used on one other case prior to the event.